Event description:
A hospital reported during a circuit trial that the rt235 (flow > 4 lpm) breathing circuit was used instead of the rt236 ( flow < 4 lpm) on the servo I ventilator. This resulted in rainout, saturating both tubes of the breathing circuit and causing the baby to desaturate.

Manufacturer narrative:
The regional representative visited the hospital and discussed the problem with hospital staff. Results: an rt236 low flow breathing circuit was used instead of the rt235 bias flow breathing circuit was run for an hour. There were no problems with rainout. The rt235 was then used and rainout occurred in 5 minutes of use. Conclusion: the wrong breathing circuit had been used for the gas flow range. The infant breathing tube comes in 2 models depending on breathing gas flow selection. The product label and user instructions state the flow range for the 2 breathing circuit options. The difference in breathing circuit flow rating was explained to the hospital staff. As this was a trial, this was the first time the hospital had used the breathing circuit, so there was some unfamiliarity with the product. The hospital continued the trial with the rt236. No further problems reported.